Event description:
It was reported that the physician implanted a 30mm gore helex septal occluder on (B)(6) 2007 for an indication of a previous stroke. A two year follow-up exam showed, a significant shunt through the pfo (patent foramen ovale). The left disc was lying flat against the septum but part of the right disc appeared to be sticking out away from the septum. A frame fracture was also noted on the right disc. The patient is doing well and has had no episodes of cerebral vascular events since device implant. No reintervention has occurred.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The device remains implanted. The review of the manufacturing records verified that this lot met all pre-release specifications. Images have been received but have not yet been reviewed. A supplemental report will be filed with the results when they become available. No patient weight is available.